Event description:
It was reported that the foot end of the bed was not operating properly. No adverse consequences were reported.

Manufacturer narrative:
Lift. The lift mechanism was not operating properly and therefore the foot end of the bed was not able to be lowered.